Manufacturer narrative:
Additional information was added: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ink on the tubing packaging of a clearlink system continu-flo solution set was wiped off when being wiped down under the hood. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.